Event description:
This rv lead was implanted on (B)(6) 2011. At the implant, this lead had greater than 125 ohms on shock. Physician changed out the device/generator with 31 ohms shock on 26 joule oft test. Lead remains in service. The physician was dr. (B)(6) medical center in phoenix, az. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).